Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side no complaint against the device. Device has been explanted and replaced. Healthcare professional reported right side found ruptured upon explant.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d9, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as a surgical impact opening.

Event description:
Healthcare professional reported right side "ruptured confirmed via MRI". Device has been explanted and replaced.